Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation showing results on a mobile phone. Therefore 10 retention samples from bd inventory were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to test for erroneous results since the reported analytes were not provided. In addition, based on the information provided, the erroneous results may have been attributed to an issue with the separation gel. This is the 1st complaint received on this lot for the reported defects. Bd was not able to identify a root cause for the indicated failure modes.: see h.10

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results and poor separator movement. This event occurred 4000 times. The following information was provided by the initial reporter: the customer stated "the head nurse of the laboratory department complained about the test results, more than 30 cases of biochemical values were all inaccurate, all indicators were low. Normal physical examination patients reported critical values, and all patients needed to be re-collected. Cause serious impact on normal work." Additional information received: 10nov2020 which included the event of: poor separator movement. 1) how many inversions are done to the tube after collection? -unknown. 2) how long are samples allowed to sit prior to centrifuging? -more than 30 min. 3) are samples stored (before centrifiguation) on side or upright? -it is not completely vertical and still. It may be placed horizontally when transported to the laboratory. 4) what is the centrifuge rcf? -1800g. 5) what is the centrifuge time? -10min. 6) when was the centrifuge last calibrated? -centrifuge monthly normal maintenance and maintenance. 7) what are the abnormal results? -unknown. But related to poor separation effect of separation gel. 8) what instrument were they tested on - instrument and model -beckman au5800.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results and poor separator movement. This event occurred 4000 times. The following information was provided by the initial reporter: the customer stated "the head nurse of the laboratory department complained about the test results, more than 30 cases of biochemical values were all inaccurate, all indicators were low. Normal physical examination patients reported critical values, and all patients needed to be re-collected. Cause serious impact on normal work." Additional information received: 10nov2020 which included the event of: poor separator movement. 1) how many inversions are done to the tube after collection? -unknown. 2) how long are samples allowed to sit prior to centrifuging? -more than 30 min. 3) are samples stored (before centrifiguation) on side or upright? -it is not completely vertical and still. It may be placed horizontally when transported to the laboratory. 4) what is the centrifuge rcf? -1800g. 5) what is the centrifuge time? -10min. 6) when was the centrifuge last calibrated? -centrifuge monthly normal maintenance and maintenance. 7) what are the abnormal results? -unknown. But related to poor separation effect of separation gel. 8) what instrument were they tested on - instrument and model -beckman au5800.

Manufacturer narrative:
The following fields were updated due to corrections and additional information: b.5.it was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results and poor separator movement. This event occurred 4000 times. The following information was provided by the initial reporter: the customer stated "the head nurse of the laboratory department complained about the test results, more than 30 cases of biochemical values were all inaccurate, all indicators were low. Normal physical examination patients reported critical values, and all patients needed to be re-collected. Cause serious impact on normal work." Additional information received: 10nov2020 which included the event of: poor separator movement. 1) how many inversions are done to the tube after collection? -unknown. 2) how long are samples allowed to sit prior to centrifuging? -more than 30 min. 3) are samples stored (before centrifiguation) on side or upright? -it is not completely vertical and still. It may be placed horizontally when transported to the laboratory. 4) what is the centrifuge rcf? -1800g. 5) what is the centrifuge time? -10min. 6) when was the centrifuge last calibrated? -centrifuge monthly normal maintenance and maintenance. 7) what are the abnormal results? -unknown. But related to poor separation effect of separation gel. 8) what instrument were they tested on - instrument and model -beckman au5800.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results. This event occurred 4000 times. The following information was provided by the initial reporter: the customer stated "the head nurse of the laboratory department complained about the test results, more than 30 cases of biochemical values were all inaccurate, all indicators were low. Normal physical examination patients reported critical values, and all patients needed to be re-collected. Cause serious impact on normal work."